Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 27.0 diopter intraocular lens (iol) was implanted in the patient's operative eye. It was later explanted due to unexpected myopic outcome. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The affected eye was the left (os). The replacement lens was a model zcb00, a smaller, 25.5 diopter lens. Patient is doing fine. There was no incision enlargement, vitrectomy, or sutures required. Age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2017. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.